Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted on an unspecified date due to unspecified reasons. A new pair of ipp cylinders with pump were later re-implanted. Additional information received states there was fluid loss from the cylinder and the prosthesis would not inflate. The issues began approximately four months prior to the surgery. The patient was satisfied with the results once the surgery was completed.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted on an unspecified date due to unspecified reasons. A new pair of ipp cylinders with pump were later re-implanted.